Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that both the ins and patient controller were charged to 100% two days ago. At this moment, both have not decreased from 100%. Normally they should be below 50% right now, and the battery was normally charged once every 2 to 3 days. When an attempt was made to connect the recharger, the light blinked and a display that it was charging at 100% was shown. It was unknown whether it will show as completed because it has only been connected for a short period of time. The patient controller was occasionally adjusted by group and intensity to operate, and currently the stimulation was on, and stimulation was on low state, but there was no sense of physical discomfort. After changing from a to c, the sense of stimulation changed, so stimulation was included and the amount of charge was decreased. The only time the charge level had not decreased at all was when the device was charged on march 26th. It was noted that group a was normally used. Troubleshooting was performed. It was conceivable that the patient controller would not decrease from 100% if not operated too much. However, unable to determine whether the ins was in normal condition during the call. If the problem persists, it will be advised to consult with the physician to check the device. Issue was not resolved. Additional information was received reporting the cause was unknown. Nothing was done but the issue was resolved.